Event description:
Boston scientific received information that during a routine in-clinic follow up approximately seven months post implant, this cardiac resynchronization therapy defibrillator (crt-d) was unable to be interrogated. Interrogation of the device was attempted with several programmers without success. Additionally, the device did not emit tones with magnet placement. Boston scientific technical services (ts) discussed device replacement. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. The device had no telemetry upon return. The device case was opened. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process a high current condition was observed. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly on one of the component layers (gate oxide) within an integrated circuit. This anomaly causes a high current drain, which over time resulted in the reported clinical observation(s).

Manufacturer narrative:
An invasive procedure was performed. The device was successfully explanted and replaced without incident. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.